Event description:
The customer obtained a single non-reproducible lower than expected glucose result from patient sample using vitros glu chemistry slides on the vitros 5600 integrated system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The non-repeatable lower than expected vitros glu result was reported from the laboratory. A corrected result was issued and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event was unable to determine a definitive cause. Relevant data log files were analyzed and no analyzer or reagent error was identified. However, investigation could not rule out an instrument or vitros glu slide issue as contributing factors. There was no allegation of harm as a result of this event. The root cause of this event is unknown.